Event description:
It was reported to philips that the system was unable to boot properly and the software stuck at the philips logo. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited on-site and confirmed that the system was unable to boot. Upon troubleshooting, the fse found that the system was getting stuck at the philips starting window. The fse checked the power supply, which was okay, but the system software was corrupted. To resolve the issue, the fse reloaded the software and reconfigured the entire system. After that, the system was returned to use in good, working order. The codes were updated based on the investigation outcome.